Event description:
According to the complainant a progav had overdrainage postoperatively and could not be adjusted. The valve was implanted on an unspecified date in 2015. It was removed in 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 170 cm.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition): the valve was returned in an unknown liquid. Result: in the visual inspection of the valve, we could not detect any apparent damage. The examination of the parallelism, however, showed a slight deformation. To investigate if the assumed blockage has affected the product performance we performed a permeability test. The test results that the progav valve was penetrable. We tried to adjust the valve from 0 up to 20 cmh2o in steps of 5 cmh2o and down again in the same way. However, it was not possible to adjust the valve up and down again in steps of 5 cmh2o. To proof if the brake function is full in place we tried to carry out a brake function test. But the investigation of the braking force has resulted that the valve cannot not be adjusted. Accordingly, the braking force cannot be measured. Given the fact that during the treatment with shunts the following complications may arise: infections, blockages caused by protein and/ or blood in the cerebrospinal fluid, over/ under drainage, we decided to dismantle the valve. Inside the progav we found apparent of protein. After opening the progav valve, we could not detect any deposits. Based on our test results, we can to confirm cannot be adjusted of the progav, maybe the deposits inside the valve could have affected the function in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.